Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted baxter's (B)(4) regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine during dwell 4 of 4. The hp stated he had already disconnected after the alarm occurred and had cycled power to clear the alarm. The technical service representative (tsr) assisted the hp to remove cassette to discard supplies. The tsr explained the alarm and advised to contact nurse. There was no patient injury or medical intervention associated with this event.